Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level between 400 and 600 mg/dl with ketones; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Multiple follow attempts were made by tandem customer technical support (cts) to acquire the ER release date, however, no response was received. No additional information was provided.